Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report that the reservoir ring broke off and they had to glue it back on to continue use of the insulin pump. The customer's blood glucose reading was unknown. The caller also reported that the belt clip and holster broke. The customer's device was replaced, but was not returned for analysis.